Event description:
The customer observed falsely elevated alinity I b12 result generated by the alinity I processing module for a patient. The following data was provided: sid (B)(6) (B)(6) 2025 alinity I b12 initial result = > 1,475.6 pmol/l; repeat results = < 109.2 pmol/l, 116.7 pmol/l diluted result (1:3 dilution) = < 327.6 pmol/l (B)(6) 2025 repeat results on another instrument ((B)(6)) = 139.2 pmol/l, 119.3 pmol/l diluted results (1:3 dilution) = <327.6 pmol/l, <327.6 pmol/l, <327.6 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I b12 result generated by the alinity I processing module for a patient. The following data was provided: (B)(6) (B)(6) 2025 alinity I b12 initial result = > 1,475.6 pmol/l; repeat results = < 109.2 pmol/l, 116.7 pmol/l diluted result (1:3 dilution) = < 327.6 pmol/l. (B)(6) 2025 repeat results on another instrument (B)(6) = 139.2 pmol/l, 119.3 pmol/l diluted results (1:3 dilution) = <327.6 pmol/l, <327.6 pmol/l, <327.6 pmol/l there was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, a labeling review, and a field data review. Return testing was not completed, as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue, with no indication of any additional issues. A review of tracking and trending for the alinity I b12 assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 70322ud00. A review of the device history record did not identify any non-conformances or deviations associated with lot 70322ud00 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. The historical performance of alinity I b12 reagents in the field was reviewed using data from customers worldwide. The patient median result for the lot 70322ud00 was analyzed and found to be comparable to all other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency was identified with the alinity I b12 reagent, lot number 70322ud00.